Event description:
The user reported that the insulation was cracked around the wires and the wires were exposed. The cable head cord was torn. No other details regarding the nature of the event were provided. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.